Event description:
Additional info received revised initial event description to read: reporter noted after about two hours into a combined procedure, when retina was detached, an error message appeared on screen, which automatically stopped fluid infusion without surgeon's knowledge. A sudden hypotony occurred. The eye was manually reinfused and the pt was reported as fine. However, the surgeon felt this could cause an injury if it recurs.

Event description:
Rptr noted after about two hours into a combined procedure, when the retina was detached, there was a sudden hypotony. An error message appeared on screen; pressed ok to acknowledge. This automatically stopped fluid infusion, without surgeon's knowledge. Pt was reported as fine. However, surgeon felt this could cause an injury if it recurs.